Manufacturer narrative:
Device analysis: the guide wire was received without the original oad. The initial visual and tactile examination revealed a fracture 234cm distal to the proximal end. The distal segment of the guide wire was not returned for analysis. Examination of the fracture site revealed surface wear. No biological material was observed on the fracture site or remaining shaft section. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional stress and fatigue on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the guide wire fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The device has not yet been returned to csi. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viper wire broke off and had to be surgically removed. The target lesion was located in the superficial femoral artery (sfa). The physician used a 5fr x 45cm introducer sheath to access the lesion. The physician had successfully completed atherectomy using a csi orbital atherectomy device (oad), but when exchanging the csi viperwire guide wire, it was discovered that the tip had broke off. The physician was able to surgically remove the tip of the wire from the patient. Additional information has been requested, but none has yet been received.